Event description:
It was reported that the system was removed due to infection. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received from the healthcare provider noted that the infection had started/diagnosed on (B)(6) 2011; patient had meningitis. The primary location was lumbar region and a culture of the csf grew (B)(6) and epidermidis. Treatment included IV antibiotics and total device system explant. The infection resolved; pre-op risk factor was noted to be cancer.

Event description:
Additional information received reported that the patient had meningitis and the patient's outcome was stated as resolved without sequela. The lab work showed elevated white blood cells. It was stated that the event resulted in patient hospitalization.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012; catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).